Manufacturer narrative:
Correction: previously reported h6 (investigation conclusions) should have been "67 - no problem detected" instead of "11 - conclusion not yet available"

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was explanted and replaced. The patient was stable.